Event description:
The customer reported that the plasma tubing was not connected properly to the cassette, so during collection, the collected plasma came out of the set. No medical intervention was required for this event. The full patient identifier is (B)(6).this report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the returned set was visually examined. The tubing was detached at the plasma line to top of t-cassette. The line had solvent and a mark indicating that it was only inserted by 3mm (bond socket length is approx 11mm).investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the results of the investigation completed on the returned disposable set,suggest that the root cause is related to a manufacturing issue. This can be attributed, but not limited to:-tubing not fully seated in bond port-excess solvent in bond port-cassette mishandled after tubing was inserted into bond port